Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "leak in iab circuit and iab optical sensor failure". The customer could not identify any patient movement or clinical reason this would occur. The pump was restarted without issue. However the optical sensor failure alarm was still present. Troubleshooting did not resolve the issue. Customer already had the inner lumen arterial pressure by transducer hooked up to the pump and working as expected. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "leak in iab circuit and iab optical sensor failure". The customer could not identify any patient movement or clinical reason this would occur. The pump was restarted without issue. However, the optical sensor failure alarm was still present. Troubleshooting did not resolve the issue. Customer already had the inner lumen arterial pressure by transducer hooked up to the pump and working as expected. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. No blood was found inside the iab catheter. An inner lumen/catheter tubing kink was observed near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cs300 pump but could not be fully inflate. The condition of the iab as received indicated a kink in the inner lumen/catheter tubing. We are unable to determine when the kink occurred, however the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in check iab catheter alarm. However the evaluation was unable to confirm the reported iab leak and optical sensor failure on the iab. A device and lot history record review was completed for the reported complaint record # (B)(4).